Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could feel stimulation working on the right side but not the left. The patient had to turn their head a certain way or move arm a certain way to feel it working on the left side. These issues had started at the end of the month in (B)(6) 2018. The patient had gone to a health care provider (hcp) last thursday. The patient was looking to get a hold of a manufacturer representative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the left side not working unless the patient's neck or arm moved was not related to a fall or trauma, and that the only thing that the patient had done was charge the implantable neurostimulator. The steps taken to try to resolve the stimulation not working on the left side unless the patient turned her neck or moved her arms was to call the manufacturer. The patient's weight has not changed since installation of the device and she still weights between (B)(6)pounds. The patient had not been in further contact with her health care provider or a manufacturer representative. She noted that the issue with her stimulation being intermittent and kicking on and kicking off suddenly started at the end of february, and it is typically associated with body movements that trigger the stimulation or cause it to go away. There were no further complications reported.